Manufacturer narrative:
(B)(4). Mfg site name (B)(4) medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue, but failed to release from the catheter. The clip was also noted to be slightly bent. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.